Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed button error. The customer¿s blood glucose was 120 mg/dl at the time of incident. Customer stated that the insulin pump alarmed button error and the buttons does not work even after battery change. No significant event leading to the issue was observed. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Device received with button error alarm and had unresponsive act and up buttons due to corroded keypad traces.